Event description:
It was reported that the system 9800's right monitor went blank during a procedure. The procedure was completed without incident. There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated but the right monitor was replaced as a proactive measure. The system was tested and found to be working as intended and placed back into service.